Event description:
In 2009, the patient reported that a "month or two ago" his blood glucose measured "hi" (over 600 mg/dl) on his blood glucose monitor when he woke up. He stated that the infusion device did not deliver insulin through the night and he "tore it down", and replaced the insulin cartridge, infusion site, and infusion tubing. He stated that his blood glucose was not decreasing quickly enough and he went to the hospital. His blood glucose measured 526 mg/dl when he arrived at the hospital, and he was treated with an insulin IV and he remained connected to the infusion device. He was released 1.5-2 days later, when his blood glucose returned to normal. He stated that he changes his infusion sites every 3-4 days and the infusion tubing every 6-8 days. He believes the infusion site was "clogged" and this caused elevated blood glucose. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.